Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
This case concerns a man (unknown age) who has been tetraplegic since 1996. A nurse performed an irrigation and when the catheter was removed, it was covered with blood. This caused no worries from the patient. 4 days later the patient suffered from a rectal bleeding causing hospitalisation on (B)(6) 2019. (B)(6) the end user is back home after hospitalisation including surgery with an ostomy formation.